Manufacturer narrative:
The subject device was returned to olympus medical sys corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled away from the jaw. There were contact marks on the surface of the probe and jaw. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is severely worn, and the pad was separated from the grasping section. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since ther user continued activating output for an extended time after the tissue already cut.

Event description:
The subject device was used during a laparoscopic right hemi colectomy. After about 90 minutes use, the ptfe pad of the device ws separated from the jaw. The procedure was completed with another device. There wsa no pt injury reported.